Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the evaluation has not yet been completed. The cause of the reported event could not be conclusively determined at this time. This report will be supplemented when the investigation is completed and if new information is obtained later.

Event description:
The user facility reported that during preparation for use the device did not display an image. The intended procedure was said to be a laparoscopic procedure, which was completed by switching to a different device. It was reported that the device was previously returned for an image defect, which was caused by an air leak. After receiving it from repair, the device reportedly did not display an image from the beginning. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event was unable to be identified; however, as a result of checking the image with a temporary connector to isolate the defective part, the phenomenon pointed out was resolved, so it was determined that there is a problem with the video connector. The event most likely occurred due to the following: 1) when the electrical contacts of the video connector were wet, it was inserted into the video connector receiver in the video system center and the power was turned on, causing a short circuit between the contacts. 2) damage due to overcurrent caused by plugging and unplugging the video connector while the power of the video system center is turned on. 3) electronic components on the board deteriorate over time due to repeated energization during long-term use. The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. Olympus will continue to monitor field performance for this device.